Event description:
The ep ablation catheter gave noisy signals on the monitor during routine use on the patient. Another new catheter was used and functioned properly. There was no harm to the patient.